Event description:
User received incorrect results for six patient samples. Five of the results were considered discrepant. Sample 1 initial glucose result was less than 0 mg per dl, repeat on the same analyzer was 71 mg per dl and repeat on another analyzer was 71 mg per dl. Sample 2 initial glucose result was 517 mg per dl, repeat on the same analyzer was less than 0 mg per dl, repeat on another analyzer was 513 mg per dl. Sample 3 initial bun result was less than 0 mg per dl, repeat on the same analyzer was 27 mg per dl and repeat on another analyzer was 28 mg per dl. Sample 4 initial bun result was less than 0 mg per dl, repeat on the same analyzer was 7 mg per dl and repeat on another analyzer was 7 mg per dl. Sample 5 initial magnesium result was less than 0 mg per dl, repeat on the same analyzer was 1.9 mg per dl and repeat on another analyzer was 1.8 mg per dl. None of the erroneous results were reported.

Manufacturer narrative:
The field service representative determined the sample probe was the cause. The sample probe had been replaced and horizontal and vertical adjustments were performed. Precision check was performed and the results are good. Qc was run and the recovery was acceptable.